Event description:
Medtronic cardiovascular received info that during use of this gentle vent pump header, it was noted that the tubing was completely collapsed on itself. (It was reported that on other occasions this tubing appeared to be collapsed onto itself by the one way valve. Historically, the tubing was squeezed in this area, and the collapse was reversed). The header portion was changed out and the ventilator functioned property. It was reported that the pt got some air; however, transesophageal echocardiogram performed at the commencement of the procedure was clear. It was reported that the pt suffered slight hand paralysis. Additional info received noted that the paralysis resolved, and the pt was doing well.

Manufacturer narrative:
Analysis: visual inspection of the returned gentle vent showed no outward signs of physical damage to the device, with no assembly errors noted. Functional flow testing demonstrated appropriate flow, as designed. Pressure testing demonstrated continuity, indicating an absence of leaks. Analysis could not replicate the malfunction described to have occurred in the field. A review of the device history report did not reveal any variances during the manufacturing of this product. Conclusion: analysis verified that this device functioned as specified during testing. It is likely that the air embolism that developed during the procedure was not due to any malfunction with the gentle vent, but to how the device was used during the procedure. It is likely that when the gentle vent pump header was connected to the suction line in error, it caused a negative pressure in the system, introducing air into the pt. Medtronic will continue to monitor for similar events.